Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for eval/investigation at this time. Therefore no conclusions can be made as to the cause of the event. Attempts to retrieve the product and to get additional info were unsuccessful. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. Should additional info or the original product be received, resulting in a new, changed, or correct info, a f/u report will be filed at that time.

Event description:
The customer reported to customer service that there was some sparking from the exposed wires.